Event description:
A distributor complaint report indicated that a malfunction occurred with a pump. There was no reported adverse impact on the customer's blood glucose level. The customer declined to share details about the type of backup therapy they would use to ensure continued insulin delivery.